Event description:
International affiliate reports l4/l5 instrumentation was done with concorde bullet cage for spondylolisthesis. After the surgery, the cage was found to have backed out to the spinal canal. The patient complained the pain. The surgeon was monitoring the patient and revision surgery was scheduled for (B)(6) 2012. It has been reported that the device is not available for evaluation.

Manufacturer narrative:
The device is not available. A follow up medwatch report will be filed upon completion of the investigation. Device not available for evaluation.

Manufacturer narrative:
No conclusion can be made. The cage remains implanted and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.